Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was admitted he hospital on (B)(6) 2021 due to diabetic ketoacidosis and hyperglycemia. Customer blood glucose level was 660 mg/dl when admitted to hospital. Customer stated that they were unconscious. Customer current blood glucose level was 240 mg/dl. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis. Frn-unk-rsvr, unomed set, ozo-mmt-7020a-snsr.